Event description:
After an implantation period of approx. 19 months, it was reported that the interrogation of the device was not successful. The patient died six days after the incident and the ICD was explanted.

Manufacturer narrative:
The ICD was visually inspected. The inspection revealed signs of an electrical arc-over on the ICD housing as well as on the ICD antenna inside the header. This indicates shock delivery into an external short circuit between ICD case and antenna. Subsequently, the ICD was subjected to an electrical analysis. Thereby the device could not be interrogated, and the therapy functionality was not available. The ICD was opened to inspect the inner assembly. A damage of the electronic module was identified, in particular, the fuse separating the battery from the electronic module was blown. The evidence suggests that the fuse was blown by an external short circuit. This has caused the lack of interrogation and therapy functionality. The header of the ICD was inspected in detail and identified the root cause of the external short circuit to be a misaligned placement of the telemetry antenna. Every manufactured ICD undergoes a multitude of electrical, visual and mechanical tests and inspections before it is shipped. Furthermore, at the last step of the manufacturing process, a visual and electrical final acceptance test is performed. This particular device passed this test successfully and all device functions proved to be as specified. As a result of this event, processes have been reviewed and relevant staff has been re-educated and retrained. In accordance to biotroniks post-market surveillance system this occurrence represents an extremely rare event.